Event description:
Report 1/7.

Manufacturer narrative:
Follow up is being submitted based on retrospective review conducted 6/21/2019. Original MDR was submitted referencing "multiple lot numbers". Additional mdrs (2 through 7 of 7) were submitted 6/24/2019. This follow up adds a lot number to the original 1 of 7 mdrs.

Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Screws and locking screws were getting threads damaged on final tightening.